Manufacturer narrative:
Insulin pump was received with broken off the end cap and broken keypad with dog chew marks. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reported via phone call that the dog ate the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.